Manufacturer narrative:
No additional information for patient or event is known at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, an e209 error message was received on the device. The internal buffer memory did not work and the external thumb drive did not save images. All the settings in the processor were verified to be correct; the external thumb drive being used was formatted. No adverse impact to the patient was reported.